Event description:
It was reported that a (B)(6) patient with cancer underwent a kyphoplasty procedure on levels t5, t6, and t7. Four days postoperatively, an x-ray revealed cement extravasation lateral anterior to level t5. There were no patient complications. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with representative.